Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced discomfort located at the ipg site. Patient reported that discomfort occurs with different activities. Reprogramming was unsuccessful in addressing issue. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. Surgical intervention addressed issue. No reported complications during procedure.

Manufacturer narrative:
The root cause of the uncomfortable stimulation could not be determined.